Manufacturer narrative:
The device and the lens were returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the device. No damage or abnormalities observed. The lens was returned torn into two pieces. One half of the lens was returned in a plastic bag. Viscoelastic and dried blood were observed. One haptic is broken in the gusset area (broken portion not returned). The optic edge is torn near the broken haptic area. The other half of the lens was returned adhered to the top of the device on the lens loading door. Viscoelastic and dried blood were observed. The optic has small split/cracked area that may have been interpreted as the reported complaint of scratches. The customer indicated that after the two unsuccessful delivery attempts (unable to fit through the incision), the lens was removed from the preloaded device and then placed into a cartridge for delivery. The associated cartridge was not returned for an evaluation. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The root cause for the complaint of ¿could not fit into 2.2 ¿ could not be determined. Nozzle manufacturing is a validated operation, with specifications that are maintained and documented. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. Lens damage was observed which may have been interpreted as the reported scratch. The root cause for the damage could not be determined. The lens delivery was attempted in the preloaded device and then the lens was loaded and delivered with a different cartridge. Based on this information and the results of the product evaluation, the root cause of the observed optic damage may be related to a failure to follow the dfu. The dfu allows for removal of the lens from the lens loading area upon opening of the product if choosing to deliver with another qualified delivery system. However, the dfu does not instruct for or condone the reloading of a lens that has been prepped and advanced in the preloaded system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure, the surgeon was unable to fit the injector tip through the incision. The incision was enlarged, and he was still unable to insert the tip. The lens was then removed from the delivery system and was implanted with other products. After the lens was in the patient's eye, it was noted to have scratches. The lens was removed from the eye and another lens was implanted instead. The surgeon thinks that the lens was scratched in the initial delivery system when it was primed for use. The event issues resolved. Patient doing well. Additional information was requested.